Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 15.6 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.